Event description:
Information was received from a patient regarding an external device. The reason for call was pt says that when charging the controller will turn off and say to call manufacturer but doesn't remember details. They said this started "a couple 3 months ago". Pt says they just had their "stimulator checked by manufacturing representative(rep) and he said to call to get a new donut cord, I was doing things wrong with the controller and he showed me how to use it". They don't remember reps last name but said they were made aware of this issue today. They said rtm gets warm when charging ins but no physical damage on cord. The issue was not resolved. An email was sent to the repair department to replace the device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: nlf011236n); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97755, serial# (B)(6), product type recharger. Analysis of the 97755 rechargers (rtm) (B)(6) revealed a poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.